Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eighteen years since the subject device was manufactured. The investigation determined that the power switch unit has failed due to long-term use of the product and that a phenomenon has occurred where the power switch will not turn back on. The cause of the fault could not be identified since further information was not available. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The reported phenomenon occurred in (B)(6) 2022.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a large amount of dust is attached to the ventilation holes. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the power switch on the visera xenon light source cannot be turned on. There were no reports of patient harm associated with this event.